Event description:
Report rec'd of leaking at the antisiphon valve of tubing while infusing total parenteral nutrition. The pt was receiving total parenteral nutrition at home via an aim plus infusion pump. The total parenteral nutrition order was 1510.95 ml over 12 hours with taper up one hour and taper down one hour. Infusion access site was a double lumen peripherally inserted central catheter line. When the pt noted leaking at 2:00 a.m., she notified the home care ofice and stopped the infusion by turning off the pump. The home care nurse went out and changed the bag and tubing. There was no report of pt harm as a result of the incident.